Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact to the customer's blood glucose level. Although the customer was initially unable to reset the pump, technical support provided reset information and assisted with the reset process during a callback. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact technical support if the issue reappears.